Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012752491); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID l-evolutfx-34 (lot: 0012745073); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the patient's blood pressure did not recover after the valve was deployed to 80%. Subsequently, an infold was noted.  The valve was recaptured and withdrawn from the patient. A new compression loading system (cls), delivery catheter system (dcs), and valve were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the patient's blood pressure did not recover after the valve was deployed to 80%. Subsequently, an infold was noted. The valve was recaptured and withdrawn from the patient. A new compression loading system (cls), delivery catheter system (dcs), and valve were used. No patient complications have been reported as a result of this event. Additional information was received that during the first valve deployment, the hypotension occurred and the valve infold was observed. Per the physician, the patient's bicuspid anatomy did not allow the valve to expand correctly causing the hypotension. After the valve was recaptured three times due to the infolding it was withdrawn from the patient. It was reported that a pre-implant balloon dilation was performed with a larger balloon. A procedural delay resulted from the infold. Per the physician, the patient's pseudoraphe contributed to the valve infold. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the attempted implant of the first valve, using a 24 mm non-medtronic balloon. Additionally, a 28 mm non-medtronic (soft energy) bav was performed prior to the implant of the second valve. It was further reported that medication from the anesthetic was used to treat the hypotension. Additional information was received that the medication provided was ephedrine with norepinephrine.

Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the attempted implant of the first valve, using a 24 mm non-medtronic balloon. Additionally, a 28 mm non-medtronic bav was performed prior to the implant of the second valve. It was further reported that medication from the anesthetic was used to treat the hypotension.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the first valve deployment, the hypotension occurred and the valve infold was observed. Per the physician, the patient's bicuspid anatomy did not allow the valve to expand correctly causing the hypotension. After the valve was recaptured three times due to the infolding it was withdrawn from the patient. It was reported that a pre-implant balloon dilation was performed with a larger balloon. A procedural delay resulted from the infold. Per the physician, the patient's pseudoraphe contributed to the valve infold.